Manufacturer narrative:
Additional information: section d.4. Correction: section d.4. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient reportedly underwent device repositioning surgery on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. Device migration was confirmed through physical examination and mapping support. A lump was identified and is confirmed to be consistent with the electrode lead. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.